Manufacturer narrative:
Ge rep evaluated system and found corrupted files on hard drive. Rep reformatted hard drive, reloaded software and cal files.

Event description:
It was reported that the system was mixing images.